Event description:
A surgeon reported that a system message displayed during a procedure and iop (intraocular pressure) control was inactivated. The customer extracted irrigation solution from the three way stopcock with a syringe and iop control became activated, however the system message displayed again. They monitored the screen and iop control again became activated. The case was able to be completed with the same system and accessories. There was no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).